Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft separation occurred. The 100% stenotic lesion was located in the calcified superficial femoral artery. The physician successfully advanced the 2x20x135mm gazelle balloon catheter to the lesion; however, the catheter became "stuck" in the lesion and, subsequently, separated. The separated portion of the catheter was retrieved with a snare. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."